Manufacturer narrative:
The pump was received with no button response due to a flattened button dome switch. No unlocked lcd keypad connector was noted during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The buttons were pushed in. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.